Event description:
The distal end of the cartridge broke during lower jaw retraction. The break occured at the weld between the lower jaw and the lower jaw cover. There was one device fragment that fell inside the patient's knee, and it was easily detected and retracted during primary procedure. The lower jaw weld could break only if the cartridge is not seated correctly into the device shaft at the distal end. The probable root cause for the cartridge break could be due to not loading the cartridge correctly and applying excessive force during use.